Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining low readings from the adc freestyle libre sensor. Customer further reported experiencing unspecified symptoms of hypoglycemia and had contact with a healthcare professional. An unspecified reading was obtained on an hcp device and the customer was diagnosed with hyperglycemia and administered insulin (dose/type unknown), steroids, oxygen, "2 bags of IV fluids and arterial sticks" for treatment. There was no report of death or permanent injury associated with this event.